Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was unknown mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringes for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer states that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering because the customer was changed the set. Customer did not have a tubing clamp available. The device will not be returned for analysis.